Manufacturer narrative:
Concomitant medical products: 3389s-40 lead, implanted: (B)(6) 2008, 7482a51 neuro extension, implanted: (B)(6) 2008, 7482a51 neuro extension , implanted: (B)(6) 2008,389s-40 lead, implanted: (B)(6) 2008, 3389s-40 dbs lead, implanted: (B)(6) 2008, 37602 dbs ipg, implanted: (B)(6) 2017, 37602 dbs ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined bipolar impedance qualified as high. The ra lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.